Event description:
On (B)(6) 2010, pt reported, she has been changing her infusion sites more often than normal because of elevated blood glucose levels. Pt stated, her blood glucose is 454 mg/dl and on (B)(6) 2010, her blood glucose level was "hi". Pt reported, she was able to bring her blood glucose level down by bolusing after changing the infusion site more than once a day. Pt's normal blood glucose range is 75-150 mg/dl. Pt stated, she did not seek medical treatment. Pt reported, she did not receive any error messages or alerts. Pt stated, the elevated readings have been occurring for 2 weeks. Pt reported, she has been changing the infusion sets once or twice a day for 2 weeks. Pt stated, she does not know when she last changed the infusion adapter. Had pt disconnect from the infusion site and bolus 2.0 units of insulin into the air; insulin emerged. Pt reported, she does not think the infusion device is delivering enough insulin. On f/u call on (B)(6) 2010, pt reported, she received the new infusion device on (B)(6) 2010 and her blood glucose has come down. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.